Event description:
Post cardiac surgical patient required a thoracotomy for cardiac tamponade and defibrillation. First attempt at defibrillation with internal paddles was unsuccessful when the defibrillator would not discharge. The paddles were connected to a second defibrillator which also would not discharge, before a set of external defibrillator pads were attached and the patient was successfully defibrillated. The lack of timely defibrillation was a result of the failure of the internal paddles cable, which was found to have bent pins in defibrillator connector.====================== manufacturer response for defibrillator internal paddles, physio-control======================the manufacturer will report back to the hospital after its investigation.